Manufacturer narrative:
(B)(4). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: recall and capsular contracture baker grade unknown.

Event description:
Patient reported, right-side, "breasts were overweight and in constant pain," " physician advised their removal, due to the recall," "muscle contracture around the prostheses." Baker grade unknown, and "psychologically shaken, for fearing high malignant and invasive health." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5a, a6, b3, b5.

Event description:
Patient reported capsular contracture baker grade IV.